Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to x-ray equipment at the airport. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address their bg level.